Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphoma suspected as alcl. Further information from the reporter regarding event, product, physician, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported alcl lymphoma on an unknown side. Pathological markers have not been provided. The device has been explanted.